Manufacturer narrative:
Concomitant products: 638bl34 heart band, implanted: (B)(6) 2013; biotronik lead, implanted: (B)(6) 2010. Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.